Manufacturer narrative:
Batch review performed on 11-nov-2022. Lot 2204268: (B)(4). Expiration date: 2027-05-04. No anomalies found related to the problem. To date, 159 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient came in reporting pain and instability due to a leg length discrepancy 1 month after the primary. The surgeon put an xxl head the surgery was completed successfully.